Event description:
During a coronary angiography and while inserting the diagnostic guide wire, the physician inadvertently pushed the guide wire through the wall of the sheath. The physician asserted that the wall of the sheath "softened" in situ thereby contributing to the event. The patient experienced no adverse consequences from this incident.